Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 5. E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that patient faced five infusion sets cannulas crimped events on (B)(6) 2025. The infusion set was in use for one day. No further information available